Event description:
During a customer experience survey, it was reported that this patient discontinued peritoneal dialysis (pd) modality due to experiencing a serious infection and recent hospitalization. There were no recorded issues with a fresenius device, or product in relation to the reported events in the initial report. Additional information about the event was obtained through follow-up with a pd nurse familiar with the patient. The pd nurse indicated that the patient was hospitalized with peritonitis (over 1 year prior) while previously on pd therapy with an unknown fresenius cycler/cassette. The patient was treated with antibiotic therapy and recovered from the peritonitis event. The patient subsequently transitioned to hemodialysis for renal replacement needs. The nurse confirmed the peritonitis was not related to any issues with fresenius products. The nurse attributed the peritonitis to a breach in aseptic technique during the pd exchange.

Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy utilizing the fresenius cycler/cassette and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a device malfunction or product deficiency with the fresenius cycler/cassette was associated with the event. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Based on the reported information, the patient¿s peritonitis was most likely due to a breach in aseptic technique during the pd exchange. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. The alleged event is confirmed since the incident was caused by the user.

Event description:
During a customer experience survey, it was reported that this patient discontinued peritoneal dialysis (pd) modality due to experiencing a serious infection and recent hospitalization. There were no recorded issues with a fresenius device, or product in relation to the reported events in the initial report. Additional information about the event was obtained through follow-up with a pd nurse familiar with the patient. The pd nurse indicated that the patient was hospitalized with peritonitis (over 1 year prior) while previously on pd therapy with an unknown fresenius cycler/cassette. The patient was treated with antibiotic therapy and recovered from the peritonitis event. The patient subsequently transitioned to hemodialysis for renal replacement needs. The nurse confirmed the peritonitis was not related to any issues with fresenius products. The nurse attributed the peritonitis to a breach in aseptic technique during the pd exchange.